Manufacturer narrative:
The complaint device was returned for evaluation. Initial visual inspection found that the watermark was compromised and the battery door was missing. Device evaluation identified that the battery terminals were misaligned and the device had intermittent power. The battery terminals were reinserted. The circuit boards were inspected. The spo2 sample rate was set to continuous, the device was set to factory default, the case was checked for damage, and it was tested on a simulator. The root cause for the reported event was determined to be that when customer removed the batteries, the battery terminal was pulled out of the device causing a short when the loose terminal and the other terminal touched. This type of event will continue to be monitored. It should be noted that this is being filed based on retrospective review.

Event description:
Reportedly, post repair, the unit was getting hot. There was no report of patient harm. It is unknown if there was patient involvement. No additional information is available.